Event description:
An intravenous ultrasound (ivus) catheter was hooked into a volcano imaging machine. An error message was displayed "no catheter." The catheter and machine were taken apart, then re- hooked and the connections were checked on all devices. No change was noted and the same message displayed. The ivus machine was then rebooted, and still didn't work. A new catheter was then used and worked fine.